Event description:
The customer reported that the suspect device gave a blood glucose value in the 400's mg/dl, which was close to other test results, the customer took around the same time. This result was saved in memory as 852 mg/dl.